Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial flutter with a lasso® nav eco variable catheter and foreign material was observed on the usable length of the catheter. The investigational analysis completed on 7/25/2019. The picture provided by the customer was analyzed and foreign material was observed on the lasso loop. Then, the device was received and the condition observed was confirmed. A contraction test was performed and the catheter failed. The lasso loop was observed deformed. However, the catheter was deflecting correctly. Further investigation revealed that the nitinol stem was surrounding the puller wire and lead wires causing the improper contraction condition. A fourier transform infrared spectroscopy test (ftir) was performed to the foreign material observed and the results showed that is primarily composed of a biological-based material, presumably human tissue. A manufacturing record evaluation was performed, and no internal actions were identified. The customer complaint was confirmed. The root cause of the internal wires twisted inside the lasso loop cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. The root cause of the tissue observed is related to the procedure. Manufacture ref no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. Manufacture ref no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial flutter with a lasso® nav eco variable catheter and foreign material was observed on the usable length of the catheter. During procedure, the lasso was caught on the coronary sinus diagnostic catheter. The physician pulled the lasso catheter out and thread was observed on the lasso. Catheter replacement resolved the issue. It was mentioned that it was unknown if the thread was on the lasso before the procedure. No adverse patient consequences were reported. The observed foreign material on the useable length of the catheter has been assessed as reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial flutter with a lasso® nav eco variable catheter and foreign material was observed on the usable length of the catheter. On 6/24/2019, the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation and found something stuck protruding from lasso. These finding coincide with what was initially reported. The observed foreign material has been assessed as MDR reportable. Additionally, lot number 30147297l was provided by the customer. However this lot number was not recognized. Section d4 of this report has been updated. Multiple attempts have been made to obtain clarification on this lot#. However, no further information has been made available. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture ref no: (B)(4).